Event description:
The clinician reported that four and a half years after the dental implant was placed, in ada site# 11 of the patient's mouth, failure of implant was observed. Bone type iii was involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced swelling at time of failure, no further complications were observed.